Manufacturer narrative:
Diopter: -11.00. (B)(4). Conclusions code(s): conclusion: conclusion not yet available. Evaluation is in progress. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6, -11.00 diopter implantable collamer lens in the patient's right eye on (B)(6) 2015. The lens was implanted upside down and was removed from the eye. No replacement lens was implanted at this time.

Manufacturer narrative:
Device evaluation: the product evaluation found that the lens was returned dry in the lens case/vial. Visual inspection found the haptic torn. (B)(4).